Manufacturer narrative:
It is unknown when the event occurred. Product investigation has not been completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a hardware removal and revision surgery was performed on (B)(6) 2017, due to a broken nail. The initial constructs are one (1) 11mm/130 deg ti cann tfna 170mm ¿ sterile, one (1) tfna helical blade 110mm sterile and one (1) 5.0mm ti locking screw w/t25 stardrive 60mm f/im nail-ster. The patient was implanted with the initial constructs approximately six months ago. Upon x-rays during a routine follow-up on (B)(6) 2017, it was discovered the nail was broken. All originally implanted constructs were removed and the patient was revised to a new nail, helical blade and locking screw. The procedure was completed uneventfully with no surgical delay. The patient status is reported to be good. Concomitant device (s) reported: tfna helical blade 110mm sterile (part # 04.038.310s, lot # h278144, quantity # 1), 5.0mm ti locking screw w/t25 stardrive 60mm f/im nail-ster (part # 04.005.550 s, unknown lot number, quantity # 1). This complaint involves one (1) device.